Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The customer suspected that the patient sample, that was ordered for testing, after the affected sample was on the affected slide. The cse inspected the instrument with the customer and siemens is investigating the issue.

Event description:
A customer reported that a panel of complete blood count (cbc) results obtained on a patient sample, from a slide produced by an advia autoslide system, did not correlate with the results obtained on an advia 2120i hematology system with dual aspirate autosampler. The customer reported that the results from the advia 2120i hematology system with dual aspirate autosampler were expected. The results obtained from the slide produced on the advia autoslide system were reported to the physician(s) and questioned. The customer indicated that the slide produced by the advia autoslide system was labeled with the corrected sample ID, but contained another patient's blood sample. The customer manually created a slide using the affected patient sample and stained it using a hematek instrument; the results obtained from the manually produced slide confirmed the results obtained on the advia 2120i hematology system with dual aspirate autosampler. There are no known reports of patient intervention or adverse health consequences due to the incorrect patient's blood sample produced on another patient's slide.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00337 on (B)(6) 2018. Additional information (B)(6) 2018): siemens reviewed the information provided by the customer and the cause of the incorrect blood sample on the patient slide could not be determined. The customer reported that the sample was also repeated on an alternate advia 2120i hematology system, but did not provide the results. The customer indicated that the results obtained on the alternate advia 2120i hematology system were similar to the results obtained on the initial advia 2120i hematology system with dual aspirate autosampler. The result code and conclusion code of section were updated to reflect the additional information. The customer provided the complete blood count obtained on the patient sample on the initial advia 2120i hematology system with dual aspirate autosampler. Section was updated to reflect the additional information. The customer clarified that they did not report this event to the FDA. Section was updated to reflect this information.